Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 2.1 failed daily. The drawer was recoverable only after multiple attempts but then failed again. In the previous week, over 50 drawer transactions failed, with 20 failures specifically for pockets b2 and b3. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1. Initial reporter state: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer failed continuously. A field service engineer installed a new cubie pocket, replaced the drawer control board and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.